Manufacturer narrative:
Device used for treatment, not diagnosis. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) medwatch (B)(6) 2018.pdf].

Event description:
This report is against user facility medwatch number (B)(4). The only information contained in this report is correction or additional information. It was reported that the tip of the 1.1mm drill bit broke during open reduction internal fixation (orif) of a third metacarpal fracture on the right hand of the patient in february 2018. The surgeon was not aware of the broken bit until the plates and screws were completely placed. When the final radiograph was completed the drill tip was noted on the radiograph. More radiographs were taken to determine placement of the drill bit tip and was concluded that the tip is in the cortex of the bone, not in soft tissue. This report is 1 of 1 for (B)(4).